Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect toxo igg assay did not identify an increase in complaint activity related to the complaint issue. A ticket search by lot could not be performed as the complaint lot number is unknown. A device history record review did not identify any related nonconformances, potential nonconformance or deviations associated with the complaint issue. The overall performance of architect toxo igg reagents in the field was reviewed from customers worldwide. The patient median values for the current lots on market are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot unknown was identified.

Event description:
The customer observed false reactive architect toxo igg for one patient. The following results were provided (reference range < 1.6 iu/ml non-reactive): on (B)(6) 2025, sid (B)(6), initial toxo igg result= 0.128 iu/ml; repeat result= 0.141 iu/ml; customer reports sample history performed in (B)(6) 2024 result= reactive. There was no impact to patient management reported.

Event description:
The customer observed false reactive architect toxo igg for one patient. The following results were provided (reference range < 1.6 iu/ml non-reactive): on (B)(6) 2025, sid (B)(6), initial toxo igg result= 0.128 iu/ml; repeat result= 0.141 iu/ml; customer reports sample history performed in (B)(6) 2024 result= reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.